Event description:
Boston scientific received information that this pacemaker displayed an unexpected increase in battery voltage. A boston scientific technical services consultant discussed battery behavior with this device and suggested seeing the patient in two months to verify proper function. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information received indicated at the most recent device check the remaining longevity was <0.5 years. The magnet rate for the last 3 device checks has been 90 ppm. A boston scientific technical services consultant discussed the magnet rate is a more accurate indication of longevity remaining which is 1 year or less. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.